Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier locked on to the structure and jaws would not open as expected. The handles needed to be pulled apart to release the applier from the structure. The clip is still lodged in the applier. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Advancer bypass, malformed clip after three attempts to obtain additional information, the following response was received: unfortunately I cannot get any more info on what happened. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward the tissue stop during the next three consecutive firing sequences causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. During the next firing sequence, the clip was formed conforming. The device locked out as intended but the orange indicator did not show up. No incident related to the reported event was observed during the batch record review.